Event description:
It was reported that the patient was dislocating his hip prosthesis. Surgeon decided to put a constrained liner in to help the patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device description was reported as +0 v40 head. Additional information has been requested and if received, will be provided in the supplemental report.